Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ sensi-disc¿ cefepime - 30 ¿g a false susceptibility result was obtained by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: customer problem: customer reports 231696 lot: 0042052 has discrepant results steps taken with customer/troubleshooting: opened a complaint. Customer is performing a study and comparing bd sensi discs to vitek 2 results. Customer reports that three klebsiella pneumoniae esbl isolates have zones that interpret as resistant but when the same isolate is run on the vitek 2 the result is sensitive. Followed up for additional details via phone but customer has left for the day.

Manufacturer narrative:
H6: investigation summary: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3008352382-2021-00113 was sent in error. It was determined the results were for a study and therefore not reportable. H3 other text : see h10.

Event description:
It was reported that while using bd bbl¿ sensi-disc¿ cefepime - 30 g a false susceptibility result was obtained by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer problem: customer reports 231696 lot: 0042052 has discrepant results steps taken with customer/troubleshooting: opened a complaint. Customer is performing a study and comparing bd sensi discs to vitek 2 results. Customer reports that three klebsiella pneumoniae esbl isolates have zones that interpret as resistant but when the same isolate is run on the vitek 2 the result is sensitive. Followed up for additional details via phone but customer has left for the day."